Manufacturer narrative:
(B)(4). Peritonitis event was due to constipation and mechanical issues at the exit site from the patient taping the pd catheter too tight. The patient recovered from peritonitis.

Manufacturer narrative:
(B)(4). Due to the information received, it was determined that a breach in aseptic technique was the cause of the peritonitis. As a result, the transfer set is no longer a suspect product. All further investigations of this event will be documented in report number 1416980-2013-09563.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number, h12h31095 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the events. Treatment was not reported. The patient was retrained on proper aseptic technique and how to recognize the signs and symptoms of peritonitis. The patient was recovering from peritonitis. This is report 3 of 3.

Manufacturer narrative:
(B)(4). Should additional information become available, a follow-up report will be submitted. Same patient as (B)(4).

Manufacturer narrative:
(B)(4). Should additional information become available, a follow-up report will be submitted. Same patient as (B)(4).